Event description:
It was reported that the cutting blocks caused a larger than desired resectioning of the bone. Due to this, surgery time was extended between 30 and 60 minutes.

Manufacturer narrative:
Review of shop order paperwork shows no issues. Dimensional investigation did not determine any characteristics that would contribute to the stated failure mode. Engineering investigation determined that a slight anterior osteophyte may have not been accounted for during segmentation. This would have pushed the block up and caused pinholes to be more anterior. This would in turn cause posterior and distal resections to be larger.